Event description:
In 2006, the patient was implanted with a gore tag thoracic endoprosthesis. According to information received from medical device tracking system, a second procedure occurred in 2008 where two gore tag thoracic endoprostheses were implanted in the patient. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.